Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm at 4.0 pounds during prime test due to faulty force sensor system. The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer stated that he received the error message when he reset his pump. The customer stated that he also had a high reading of 560 mg/dl when he could not fill his pump at work. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.